Event description:
The customer reported that during transport of the patient, the unit shutdown and displayed an "autofill failure" alarm message. The patient was switched to another unit and therapy was continued. No patient injury was reported.